Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted secondary to a patient infection. The device was later was retrieved from archive for further investigation